Event description:
The customer reported being unable to clear the x window display [red x]. The device passes the oopcheck tests and there were no errors noted in the log. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.